Event description:
Reporter indicated that the patient had experienced anxiety and suicidal ideations, above pre-vns levels. It was reported that the patient "seemed to have decreased anxiety" when the magnet was used to stop stimulation. The physician did not identify a cause, but he stated that the events were "likely related" to vns therapy. It was also reported that the patient's medications had been changed in the past. The patient's vns device has been programmed to 0ma due to the events. It was reported that the device may be programmed on again in the future.